Event description:
It was reported that when using the bd pyxis¿ anesthesia station es la-orgen43 multiple cubies contained critical medications (vecuronium, fentanyl, and succinylcholine) have failed again despite a tray replacement earlier in the week; the cubies in mini tray positions 1.11, 1.12, and 1.6 were currently affected, with issues including failed to open and the vecuronium cubie (high-alert medication) failed to remain closed, required urgent resolution for or operations. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were failed. A field service engineer (fse) observed that all mini drawers were reading as open while the station was in diagnostic mode and noted that reseating individual control motors followed by a reboot temporarily allowed the mini drawers to pass diagnostics, although the issue later reoccurred with all drawers indicating open. The fse replaced the mini drawer controller board, rebooted the station, reconfigured the system, and recovered the storage spaces to restore normal operation. The system functioned as intended after the field service engineer repaired the device.